Manufacturer narrative:
(B)(4). Evaluation of the returned product found the instrument to be fractured. The tip of the reamer, at the head, was fractured off and not returned. Upon visual inspection, lag screw reamer was also observed to have heavy scratching and abrasion on the head/tip of the device and at the distal portion of the device. Device history records and device lots were reviewed and found to be conforming at the time of manufacture. No deviations from specifications were found in the locations measured. The lag screw reamer had a potential field of 8 months and appeared to have been heavily used. The product had significant scratches and slight discoloration at the tip. There was also flute damage indicative of use. Hardness testing was performed on the device and the reamer was confirmed to meet print specifications. The reamer is used for treatment. A product history search revealed no additional complaints against the related part and lot combination. The most likely probable cause of the complaint is heavy use possibly through hard bone and contact of the reamer with an implant.

Event description:
It was reported that the reamer was chipped; evaluation after receipt found the instrument to be fractured.